Event description:
I0 2006, a physician performed a carotid stenting on a semi tortuous vessel that had a challenging angle. The physician rotated the handle, the stentjust barely started to deploy when the handle became difficult to turn. The physician removed the carotid stent system, inserted a second system, successfully positioned and deployed the second xact stent system. During the exchange process, patient lost consciousness for 60 seconds, but then fully recovered.

Manufacturer narrative:
The device was received. Investigation is not complete.